Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(6), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the ins became overdischarged. The patient experienced symptom return. It was unknown if there were any external contributing factors. It was unknown if there were diagnostics or troubleshooting performed. It was unknown if interventions or actions were taken. Further stated that the recharger will be replaced in the future. The issue was not resolved at the time of this report. It was noted that the ins was implanted after the use before date. No medical or surgical intervention was needed to prevent permanent impairment of a function. No hospitalization was required. The patient was alive with no injury. No further complications were reported or anticipated.